Manufacturer narrative:
Alleged failure: broke off during a procedure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the blade comes in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the tip of the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the device broke during the procedure. The piece was retrieved.